Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. It was reported that a touch contamination resulted in the peritonitis. On the day of the onset of peritonitis, the patient was hospitalized for the event. The patient was treated with vancomycin (dose and frequency not reported), ip. Treatment with vancomycin was ongoing. On an unreported date, the patient also started treatment with unknown antibiotics (dose, route and frequency not reported) for peritonitis. The patient was discharged from the hospital five days after the onset of peritonitis. The patient was re-hospitalized a week later for high inr and it was reported the patient still had peritonitis at that time. After seven days the patient was discharged from the second hospitalization. At the time of this report, the patient had recovered from the peritonitis. After three days of being discharged from the hospital, the patient started treatment with dianeal pd4 ambuflex for ambulatory peritoneal dialysis therapy and dianeal pd4 ultrabag for continuous ambulatory peritoneal dialysis therapy. Additional information was requested, but is not available at this time.